Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Literature reference: anderssen s, et al. "Gastric electrical stimulation for intractable vomiting in patients with chronic intestinal pseudoobstruction". Neurogastroenteral motil 2006; 18(9):823-30. Pt diaries, hosp records and investigation results before and after treatment were studied and compared to evaluate the long-term effect of gastric electrical stimulation (ges). Three pts experienced short lasting relapses of nausea/vomiting in association with urinary and cvc/porth-a-cath infections. Three episodes were handled by gastroenterologist/diabetologists at their home hospitals and did not usually require extra visits for pacemaker control.